Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿.

Event description:
The complainant reported a 49-year-old male patient in an acute myocardial infarction / cardiogenic shock (ami/cgs) was implanted with an impella 5.5 device for mechanical circulatory support. During impella support, the patient was emergently taken to the operation room for pericardial window for tamponade. The surgeon had to open chest. Upon opening pericardium, it was discovered tamponade cause by blood and not infectious liquid. Impella removed to allow physician to aggressively manipulate the heart while on cardiopulmonary bypass (cpb) to locate bleeding. The surgeon stated that there was no evidence of left ventricle (lv) perforation, lv apex, and walls were intact without bleeding. Surgeon discovered ¿a split epicardium along the circumflex artery¿. The surgeon stated the bleeding was not a result of the impella. After repairing the bleeding with a suture, the patient was weaned from cpb. The patient was place on peripheral ECMO utilizing the impella left axillary graft for the arterial return cannula.

Manufacturer narrative:
The investigation for the reported vascular damage has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the vascular damage could not be determined. Corrections to the initial MFR report: g1 MDR reporting contact email.